Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying an error 5 message. Per the onetouch ultra2 user guide, this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The medical surveillance specialist (mss) spoke with the patient's spouse on (B)(6) 2011 and obtained the following information. The reporter claimed that the alleged issue began on (B)(6) 2011 at approximately 10:30pm. The patient reportedly manages his diabetes with lantus and novolog insulin based on a sliding scale and continued with his usual diabetes management routine in response to the alleged issue. She claimed approximately 2.5-3 hours later he developed symptoms of "irritability, headaches, loss of appetite, frequent thirst and was tired" and reportedly self-treated with an unknown amount of novolog insulin and 65 u of lantus immediately afterwards. She stated he began to feel better within an hour and no other device was used. At the time of troubleshooting, the cca noted the patient was using the correct test strips and they were unexpired and stored correctly. The patient was reportedly performing the test correctly; the sample did draw completely into the test strip. However the alleged issue remained unresolved after retesting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was unable to test his blood glucose due to the reported issue and his spouse claimed he developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.